Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that two of the patient's infusion sets tubing got detached consecutively. No further information available.